Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm and no scrolling numbers anomaly noted during testing. The device had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was bolusing when she noticed the numbers scrolling. She removed the battery, inserted a new one, and the alarm occurred. Customer's blood glucose was 164 mg/dl. Customer didn't recall any other significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.